Manufacturer narrative:
It was reported that the customer cannot stand in the shower for long periods of time. When he went to sit on the shower chair, it was broke. He had used the chair many times before without issue. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the customer cannot stand in the shower for long periods of time. When he went to sit on the shower chair, it was broke.